Event description:
It was reported through a medwatch report that an anchor c screw migrated through an anchor c cage. Analysis of provided x-ray images indicate that an additional anchor c screw migrated through the cage. It was further reported that the patient experienced pseudoarthrosis and progressive myelopathy, and that the patient had unspecified 'intervention, hospitalization, disability or permanent damage". This report captures the additional anchor c screw identified through x-ray imaging.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported through a medwatch report that an anchor c screw migrated through an anchor c cage. Analysis of provided x-ray images indicate that an additional anchor c screw migrated through the cage. It was further reported that the patient experienced pseudoarthrosis and progressive myelopathy, and that the patient had unspecified 'intervention, hospitalization, disability or permanent damage". This report captures the additional anchor c screw identified through x-ray imaging.